Manufacturer narrative:
No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure after the passive planar was registered, surgeon observed the tip of the instrument was inaccurate. Representative inspected the instrument and confirmed that there was a visible lateral bend near the distal tip. Site used another probe to complete the procedure. There was no delay to procedure. No impact on patient outcome.